Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, and visual inspection were performed. The unable to power on issue was identified as an f-38 alarm during the alarm log review. The cause of the f-38 alarm was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was unable to power on. This event occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.